Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work anymore was confirmed. The following failures were identified with the device upon evaluation : -dent at distal end. -shaft bent. -proximal end defective. -scratches at light end. -bad image. -distal tip dirty and damaged. The device was cleaned, tested and found to be fully functional. User mishandling and improper maintenance of the device are the most probable root causes for the damaged shaft, scratches and the dirty distal tip. The damaged parts are responsible for the device not functioning as intended as reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the hd arthroscope, 4.0mm, 30 deg, 175mm: compatible with storz style did not work. During in-house engineering evaluation, it was determined that the device displayed poor quality image and its distal tip was dirty and damaged. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.